Event description:
Patient¿s father reports new pump needs to be sent out for infusion this wednesday. Pt (patient) did not provide any additional information about pump. Unknown if pt missed any doses or had any interruption in therapy. No adverse events were reported. Unknown if pump is available for return. Pharmacy is replacing pump. No additional information or details available.